Manufacturer narrative:
Expiration date: 11/2017. Manufacturing date: 11/2014. Based on the available information, this event is deemed to be a reportable malfunction. No sample was received for evaluation. Visual review of photographs confirm evidence that the product was in the weld. The investigation was based on batch history record review and all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue although a related nonconformance previously opened has since been completed;this complaint will be closed. No additional details have been provided to date. Should additional information become available, a follow up report will be filed. (B)(4).

Event description:
A nurse reported that the "packaging seal is not well, non-sterile state". It was also stated that the dressing was not used on a patient. Photos were provided but the product will not be available to be returned.